Event description:
The customer reported that the device did not support the applied pressure. No further info was provided. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed.